Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, that an early sensor expiration occurred. The sensor was inserted at the abdomen on (B)(6) 2019. No additional event or patient information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion.